Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence. It was reported that the health care professional had contacted her to inform her that she had a urinary tract infection (uti). On (B)(6), the patient stated that she had a uti and that maybe the reason she was urinating so frequently. There were no further symptoms or complications reported or anticipated.